Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon started using the extractor in a counter clockwise motion and the tip of the conical extractor broke. The tip was retrieved from the patient."